Event description:
A hospital reported via a distributor that an mr290v autofeed humidification chamber overfilled. It was found before use. No pt consequence was reported.

Manufacturer narrative:
The mr290v autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.